Manufacturer narrative:
The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro, de has error message "total failure", alarm list full of "device out of service, fan runs constantly even when device is switched off. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.